Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cryoablation of the left superior pulmonary vein, the balloon catheter's temperature dropped too rapidly, reaching -55°c in 66 seconds. The catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 26432 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was performed and showed the female coaxial connector was detached from the rear strain relief. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 14 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range, and the temperature curve had no oscillation or overshoot. Deflection testing (lever pushed to the forward and backward position) was performed; the shaft reacted as initially intended. No kinks were identified on the shaft, and after dissection, the pull wires were also intact. In conclusion, the catheter failed the returned product inspection due to a detached female coaxial connector from the rear strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.